Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that right ventricular (rv) lead was an attempted implant due to physician positioned the catheter and delivered the lead to the septum. In addition, the lead was repositioned several times and ended up getting stuck on the septal wall. The lead tip was damaged and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that right ventricular (rv) lead was an attempted implant due to placement difficulties in the septum. The rv lead was repositioned several times and ended up getting stuck on the septal wall and the lead tip ended damaged. Additional information indicated their thresholds, sensing and impedances were out of range or less than satisfactory. Lead was replaced and no adverse patient effects were reported.

Event description:
It was reported that right ventricular (rv) lead was an attempted implant due to placement difficulties in the septum. The rv lead was repositioned several times and ended up getting stuck on the septal wall and the lead tip ended damaged. Additional information indicated their thresholds, sensing and impedances were out of range or less than satisfactory. Lead was replaced and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.